Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles in the shell, opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.